Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I tsh results generated for a sample of a patient born in 1991. The following data was provided (customer¿s reference range 0.4-3.7 miu/l): sample ID (B)(6) (B)(6) 2024 initial result on analyzer (B)(6) = 0.5 uiu/ml sample was stored frozen, re-run on (B)(6) 2024 on analyzer (B)(6) and initial undiluted result = 0.4789 uiu/ml, 1:2 dilution result = 0.711 uiu/ml, 1:5 dilution result = 1.0485 uiu/ml lowest result obtained for the patient on the alinity = 0.175 miu/l (0.175 uiu/ml) results at 2 other labs on different platforms were all within the customer¿s normal reference ranges: centaur result = 2.0 miu/l, cobas result = 1.9 miu/l, liaison result = 2.0 miu/l no impact to patient management was reported.

Event description:
The customer observed falsely decreased alinity I tsh results generated for a sample of a patient born in 1991. The following data was provided (customer¿s reference range 0.4-3.7 miu/l): sample ID (B)(6). (B)(6) 2024 initial result on analyzer ai04436 = 0.5 uiu/ml. Sample was stored frozen, re-run on (B)(6) 2024 on analyzer (B)(6) and initial undiluted result = 0.4789 uiu/ml, 1:2 dilution result = 0.711 uiu/ml, 1:5 dilution result = 1.0485 uiu/ml. Lowest result obtained for the patient on the alinity = 0.175 miu/l (0.175 uiu/ml). Results at 2 other labs on different platforms were all within the customer¿s normal reference ranges: centaur result = 2.0 miu/l, cobas result = 1.9 miu/l, liaison result = 2.0 miu/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of tracking and trending did not identify any trends for the issue for the product. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot are within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 60075ud00 was identified.